Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to allow the cycler to dry and setup with new supplies for their next treatment. Upon follow up, the patient contact confirmed the reported event and that the leak was discovered after cancelling treatment during drain 1 after the alarm. Fluid was found inside the cassette door and on cassette but not the tubing. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, cefalexin (250mg, oral, one capsule 3 times a day for 3 days). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event after letting the cycler dry out. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation, however, the tubing has been cut off.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to allow the cycler to dry and setup with new supplies for their next treatment. Upon follow up, the patient contact confirmed the reported event and that the leak was discovered after cancelling treatment during drain 1 after the alarm. Fluid was found inside the cassette door and on cassette but not the tubing. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, cefalexin (250mg, oral, one capsule 3 times a day for 3 days). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event after letting the cycler dry out. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation, however, the tubing has been cut off.